Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: extrusion, necrosis.

Event description:
Costa rica. Allegedly, the patient experienced wound dehiscence, implant extrusion, and skin necrosis.